Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 478mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery. The time, date, and programming on the device were correct. The customer stated that she changes the infusion sets every three days. The customer stated that she does not have more supplies available to continue troubleshooting the device. No further info was provided.